Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was new pain. They removed the cervical lead and tried to replace with a new cervical lead, but it kept going in the same path of the other lead and ran the risk for intrathecal placement. Cervical lead removed and plug now in 0-7 outlet of ins. Thoracic lead remains. When lead was removed, they used a seal and blood patch to help protect against removing intrathecal cervical lead and any hole it would cause. Was able to program with normal coverage, no impedances and pt and good cervical and thoracic pain relief. It was unknown if the issue resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a290, (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2025; explant date: (B)(6) 2025, brand name: lead; product ID: neu_unknown_lead; product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID neu_unknown_lead serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep clarified that they removed the current 977a290 lead, tried to add a new one, and decided to not have a cervical lead and leave the thoracic lead in place. There was no device issue, they didn¿t need to send back. See (B)(4) for blood patch for initial implant.